Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported intermittently the system failed to boot up. There was no patient injury or death reported.